Manufacturer narrative:
(B)(4). The device has been received and the evaluation is currently ongoing. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test. The device was determined to meet functional and electrical performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. An evaluation of the device pneumatic system revealed no leaks and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity tests. A short simulated therapy was performed and completed successfully. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient, who performed pd therapy with a homechoice (hc) device, passed away due to a heart attack. On the same day as death, the patient was performing pd therapy with the hc device and dianeal 2.5%. Subsequently during pd therapy the patient experienced a heart attack. The patient¿s wife stated that she performed CPR (cardiopulmonary resuscitation) until the emergency medical services arrived. The wife stated that she ¿turned off the hc machine when the medics arrived¿ (no further details were reported). All other interventions were unknown . Subsequently the patient passed away while at home. The patient was not hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if a death certificate was available. No further information was provided. Additional information was requested but is not available.